Manufacturer narrative:
Additional information provided in h.10. Three photos returned for evaluation. Photos show an implanted intraocular lens (iol), marks / lines are visible over the iol optic. The exact location of the marks cannot be confirmed. The origin of the observed marks cannot be confirmed from the photo. Based on our observation of the attached photo, marks/ lines are observed over the implanted iol optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
A sample device was not returned for analysis. It remains implanted in patient's eye. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Three photos returned for evaluation. The photos show an implanted intraocular lens (iol), there appears to be foreign material and bubbles present, it is unclear from the photo if the foreign material and bubbles are on the iol or in the eye. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that after injection of lens into capsular bag, an unidentified material was noted on the posterior surface of optic. The material was aspirated from behind the lens implant with irrigation & aspiration. No consequence was found to the patients.